Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio removed the system pcb assembly and scrapped the customer's device. The customer was provided with a replacement device. Physio-control further evaluated the removed system pcb assembly and determined the root cause of the issue was liquid ingress on the system pcb assembly causing an electrical short.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down and could not be turned back on. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down and could not be turned back on. This issue is patient related; however there was no adverse event reported.